Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was "high" and went to the emergency room (ER). Customer addressed bg level by administering a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.